Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not yet returned.

Event description:
It was reported to vyaire medical that the vela ventilator exhalation valve body is broken and causing leaks. At this time, there was no information of patient involvement reported with this event.

Manufacturer narrative:
Result of investigation: h10: a vyaire field service representative(fsr) evaluated the device onsite and confirmed exhalation valve was damaged. As a resolution replaced exhalation valve. Passed leak test and fio2 monitoring calibration. All tests passed required criteria after verification. Unit meets factory specifications.